Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 20.3 mmol/l (365.4 mg/dl) while wearing the pod on their arm between 5 and 24 hours. The patient reported the pod was placed on (B)(6) 2026, and functioned until approximately 7 p.m., after which insulin delivery appeared to stop, leading to high blood glucose and ketones. Paramedics were called, but the patient declined hospital admission due to caring for a child. As for treatment, 5 units of insulin were injected, a new pod was applied, and an additional 5 units were delivered, after which levels began improving.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 20.3 mmol/l (365 mg/dl) while wearing the pod on their arm between 5 and 24 hours. The patient reported the pod was placed on (B)(6) 2026, and functioned until approximately 7 p.m., after which insulin delivery appeared to stop, leading to high blood glucose and ketones. Paramedics were called, but the patient declined hospital admission due to caring for a child. As for treatment, 5 units of insulin were injected, a new pod was applied, and an additional 5 units were delivered, after which levels began improving. When the pod was removed, insulin was found on the inside of the adhesive.

Manufacturer narrative:
Information on potential insulin leakage was added to b5 and h6. B1 updated.